Manufacturer narrative:
Product event summary: evaluation determined that standard investigation is not needed because the event was determined to be not reportable per work (B)(4) instruction medical device reporting, and there was no reported device allegation or returned product analysis findings suggestive of a failure of a device, labeling or packaging to meet specifications. Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3550-29, lot# n276798, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that where the patient's implantable neurostimulator (ins) was it had gotten very sore and painful. The ins had not been checked since about five years prior to the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. Additional information was received on (B)(6) 2015 from a manufacturer representative (rep) on behalf of a health care professional (hcp) stating that the patient's system had been explanted on the date of report because the battery had eroded through the skin. Surgical intervention was required and the issue was resolved at the time of report. The relevant medical history included chronic low back pain. A supplemental report will be submitted if additional information is received.